Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11th stent wrap, with struts raised. No deformation was evident to the distal tip. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute integrity rx drug eluting stents (rsint30018x <(>&<)> rsint30030x) were intended to be used to treat a severely tortuous and moderately calcified proximal rca lesion exhibiting 80% stenosis. For both devices, no damage was noted to device packaging and no issues removing the device from the hoop/tray. Both devices were inspected and negative prep performed with no issues noted. The lesion was pre-dilated. During the procedure, the devices did not pass through a previously deployed stent. Resistance was encountered during delivery of the devices. It was reported that due to the high level of tortuosity, the rsint30018x device failed to cross the target lesion. The device was pulled back and the physician attempted to use the rsint30030x but this also failed to cross the target lesion. The physician only ballooned and stopped the procedure. No patient injury reported. The physician commented that the event was due to use of the devices in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Analysis of the returned devices confirmed stent deformation.